Manufacturer narrative:
(B)(4). Evaluation summary: during product evaluation, the condition of a pump with a failed accuracy test for overinfusion was confirmed during product evaluation. This event was caused by a faulty pump head mechanism. The pump head mechanism was replaced.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump that failed an accuracy test for overinfusion. There was no patient injury or medical intervention necessary. No additional information is available.